Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the superficial femoral artery (sfa). Reportedly during angioplasty a 5x150mm on 135cm armada 35 balloon dilatation catheter (bdc) was used; however did no inflate. The device was removed and another abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture and inflation issue appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and mildly tortuous anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. Additionally, it¿s likely that the balloon experienced inflation issues as a result of the balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.